Manufacturer narrative:
The customer¿s report of an underinfusion could not be confirmed. Only the pca module event log was received and this log does not contain any information regarding programming or volume infused totals. The root cause was not identified. No device received-log review only.

Event description:
It was reported that the patient was receiving an unspecified medication at a basal rate of 0.6ml/hour and a 0.1ml pca dose with a 10 minute lock-out. After the infusion was infusing for 12 hours it was found that the patient received a total dose of 1.2ml when 7.2ml was expected. It was also reported that the nursing staff could view the max dose at the initiation of the infusion, but when the infusion was completed, they could not visually see the max dose. The customer stated that there was no harm caused to the patient from the event.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob was requested but not provided. No devices received; log review only.

Event description:
It was reported that the patient was receiving an unspecified medication at a basal rate of 0.6ml/hour and a 0.1ml pca dose with a 10 minute lock-out. After the infusion was infusing for 12 hours it was found that the patient received a total dose of 1.2ml when 7.2ml was expected. It was also reported that the nursing staff could view the max dose at the initiation of the infusion, but when the infusion was completed, they could not visually see the max dose. The customer stated that there was no harm caused to the patient from the event.